Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) reviewed the server logs and found were experiencing a 120-minute synchronization delay. The medes server message broker module (mbm) was also delayed by 120 minutes, and all servers showed 0 communicating devices despite assigned and live devices being present. Additionally, the purge deletion process had been running for an extended period with the delay flag enabled. No xml processing errors, archive errors, or epic interface disconnections were identified during the review. Tss confirmed that interface messages were crossing successfully, all devices were communicating with the es server as expected, and the customer reported that the interface error messages were no longer occurring. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user informed that the server was not communicating and displayed an inactivity timeout error. The customer indicated that stations were currently not on critical override. They were also received repeated email notifications every 20 minutes with the same error. Additionally, other facilities connected to the same server were experiencing the same timeout issue. However, there were no delays or adverse events or injuries reported based on this event.